Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences

Manufacturer narrative:
The reported event of a severe error causing the software to shut down and possibly leading to accuracy issues could not be confirmed. Based on the information recorded in the log files, the application was started 30 times in the reported time period; a total of 4 times the application was unusually terminated. No severe errors causing the software to shut down after patient registration were recorded in the log files, therefore abnormal shut down of the software can be excluded as a contributing factor to accuracy issues. Possible contributing factors of an unusual termination event are as follows: the system/software was not properly exited with the exit button (unplugging system or turning off tablet). Installation of additional software or modification of system. System/software instabilities over time. Possible contributing factors of accuracy issues are as follows: CT dataset does not match actual patient on day of surgery. Headset moves relative to patient and surgeon does not notice or reregister. Issues with applying registration mask to patient¿s skin.

Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.